Event description:
The below report was received by health authority ansm (reference number: (B)(4) on 23-may-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("back pain") in a 36 year-old female patient who had essure inserted (lot no. A95867) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. In 2014 she experienced back pain (seriousness criterion medically important), heavy menstrual bleeding ("menorrhagia"), groin pain ("groin pain"), a first episode of fatigue ("fatigue"), a second episode of fatigue ("fatigue"), dyspnoea ("breathlessness"), dizziness ("dizziness"), gait disturbance ("difficulty walking"), vitamin b12 deficiency ("b12 deficiency, h"), haematoma ("haematomas"), bone pain ("bone pain (tibia, fibula, femur, pelvis)"), burning sensation ("burning pain"), aphasia ("aphasia"), memory impairment ("memory difficulties"), balance disorder ("impaired balance"), alopecia ("hair loss"), muscle spasms ("muscle spasms (throbbing facial muscles and eyelids)"), dry eye ("dry eyes"), eyelid pain ("eye stinging"), eye irritation ("eye burning"), eye pruritus ("eye itching"), tinnitus ("tinnitus") and ear pain ("stabbing sensation in the ear") and was found to have grip strength decreased (" gripping problem (objects slip out of my hands or I drop them while trying to grip them),"). In 2016 she experienced intermenstrual bleeding ("metrorrhagia"). In (B)(6) 2020 she experienced endometrial hypertrophy ("endometrial hypertrophy"). In (B)(6) 2021 she experienced adenomyosis ("adenomyomatous uterus"). On (B)(6) 2021 she experienced hydrosalpinx ("hydrosalpinx"). On (B)(6) 2022 she experienced bursitis (" tendon bursitis of the right middle gluteal tendon"). On unknown date she was found to have leiomyoma ("type 3 myoma"). Essure treatment was not changed. At the time of the report, the outcomes for back pain, heavy menstrual bleeding, groin pain, intermenstrual bleeding, endometrial hypertrophy, adenomyosis, hydrosalpinx, leiomyoma, dyspnoea, dizziness, gait disturbance, vitamin b12 deficiency, haematoma, bone pain, bursitis, burning sensation, aphasia, memory impairment, grip strength decreased, balance disorder, alopecia, muscle spasms, dry eye, eyelid pain, eye irritation, eye pruritus, tinnitus and the last episode of fatigue were unknown. No causality assessment was received for essure with regard to heavy menstrual bleeding, back pain, groin pain, the first episode of fatigue, intermenstrual bleeding, endometrial hypertrophy, adenomyosis, hydrosalpinx, leiomyoma, the second episode of fatigue, dyspnoea, dizziness, gait disturbance, vitamin b12 deficiency, haematoma, bone pain, bursitis, burning sensation, aphasia, memory impairment, grip strength decreased, balance disorder, alopecia, muscle spasms, dry eye, eyelid pain, eye irritation, eye pruritus, tinnitus or ear pain. The reporter commented: I started the examinations (x-ray, ultrasound, magnetic resonance imaging) with the intention of removing the devices. I have difficulty with the prospect of mutilation, removal of the tubes and uterus; I am afraid of the possible consequences (organ prolapse). (B)(6) 2020 hysteroscopy, fatigue and pain that impede my daily life (some days I have trouble climbing the stairs to go to my bedroom, very painful burning eyes, tinnitus and itching). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 102.8 kg. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 23-may-2024. The most recent information was received on 03-jun-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("back pain") in a 36 year-old female patient who had essure inserted (lot no. A95867- not valid) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. In 2014 she experienced back pain (seriousness criterion medically important), heavy menstrual bleeding ("menorrhagia"), groin pain ("groin pain"), a first episode of fatigue ("fatigue"), a second episode of fatigue ("fatigue"), dyspnoea ("breathlessness"), dizziness ("dizziness"), gait disturbance ("difficulty walking"), vitamin b12 deficiency ("b12 deficiency, h"), haematoma ("haematomas"), bone pain ("bone pain (tibia, fibula, femur, pelvis)"), burning sensation ("burning pain"), aphasia ("aphasia"), memory impairment ("memory difficulties"), balance disorder ("impaired balance"), alopecia ("hair loss"), muscle spasms ("muscle spasms (throbbing facial muscles and eyelids)"), dry eye ("dry eyes"), eyelid pain ("eye stinging"), eye irritation ("eye burning"), eye pruritus ("eye itching"), tinnitus ("tinnitus") and ear pain ("stabbing sensation in the ear") and was found to have grip strength decreased (" gripping problem (objects slip out of my hands or I drop them while trying to grip them),"). In 2016 she experienced intermenstrual bleeding ("metrorrhagia"). In (B)(6) 2020 she experienced endometrial hypertrophy ("endometrial hypertrophy"). In (B)(6) 2021 she experienced adenomyosis ("adenomyomatous uterus"). On (B)(6) 2021 she experienced hydrosalpinx ("hydrosalpinx"). On (B)(6) 2022 she experienced bursitis (" tendon bursitis of the right middle gluteal tendon"). On unknown date she was found to have leiomyoma ("type 3 myoma"). Essure treatment was not changed. At the time of the report, the outcomes for back pain, heavy menstrual bleeding, groin pain, intermenstrual bleeding, endometrial hypertrophy, adenomyosis, hydrosalpinx, leiomyoma, dyspnoea, dizziness, gait disturbance, vitamin b12 deficiency, haematoma, bone pain, bursitis, burning sensation, aphasia, memory impairment, grip strength decreased, balance disorder, alopecia, muscle spasms, dry eye, eyelid pain, eye irritation, eye pruritus, tinnitus and the last episode of fatigue were unknown. No causality assessment was received for essure with regard to heavy menstrual bleeding, back pain, groin pain, the first episode of fatigue, intermenstrual bleeding, endometrial hypertrophy, adenomyosis, hydrosalpinx, leiomyoma, the second episode of fatigue, dyspnoea, dizziness, gait disturbance, vitamin b12 deficiency, haematoma, bone pain, bursitis, burning sensation, aphasia, memory impairment, grip strength decreased, balance disorder, alopecia, muscle spasms, dry eye, eyelid pain, eye irritation, eye pruritus, tinnitus or ear pain. The reporter commented: I started the examinations (x-ray, ultrasound, magnetic resonance imaging) with the intention of removing the devices. I have difficulty with the prospect of mutilation, removal of the tubes and uterus; I am afraid of the possible consequences (organ prolapse). (B)(6) 2020 hysteroscopy, fatigue and pain that impede my daily life (some days I have trouble climbing the stairs to go to my bedroom, very painful burning eyes, tinnitus and itching). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 102.8 kg. [Hysteroscopy] (date unknown): unknown [magnetic resonance imaging] (date unknown): unknown. [Ultrasound scan] (date unknown): unknown. [X-ray] (date unknown): unknown. Batch: a95867 is not valid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 03-jun-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.